Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer completed multiple supply changes to address the occlusion alarms; however, the alarms persisted and the customer was unable to view drops of insulin exiting the infusion tubing or cartridge tubing. The customer's blood glucose (bg) level was 695 mg/dl with a high ketone level identified as dangerous (diabetic ketoacidosis). The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, potassium and medication to treat nausea. Reportedly, treatment resolved the issue and customer sustained no permanent damage. Multiple contact attempts were made by tandem technical support to determine the hospital release date; however, the customer did not respond.